Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported by the affiliate that during a sleeve procedure, the gst60t did not perform complete closure. There was not closure of the staples. And it was necessary to repeat it and with the new load the psee60a locked. Another like device was used to complete the procedure. There were no adverse consequences for the patient.